Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that subsequent to being reprogrammed, the implantable cardiac monitor (icm) incorrectly identified tachycardia episodes due to t-wave oversensing. The icm remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the icm again exhibited t-wave oversensing. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.